Manufacturer narrative:
The suspected faulty batteries have not been requested to be returned for further evaluation due to shipping restrictions. Historical data analysis: (4109/131) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/131) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/131) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that during an unboxing of a new cs300 intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the battery could not be charged. This is a failure upon installation of the batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue and replaced the batteries. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery would not charge out-of-box. There was no patient involvement, and no adverse event reported.